Manufacturer narrative:
Multiple attempt were made by a verathon customer care representative to obtain the serial number of the glidescope avl video baton 3-4 involved in the event. On (B)(6) 2018, the customer indicated that the serial number was not available as the device had been disposed of. As a result, the device history for this device was not able to be reviewed. The video baton used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. No further investigation required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently when the cable was moved. The customer indicated the procedure was completed with the device involved in the event. No harm to the patient or user was reported.